Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited possible dislodgement. The physician explanted and replaced the ra and rv leads. The patient condition was stable.